Manufacturer narrative:
Per the clinic the device was explanted on (B)(6) 2019, and the patient was reimplanted with another cochlear device during the same surgery. Device analysis report attached. This report is submitted on may 13, 2024.

Event description:
Per the audiologist, the patient experienced device migration, an ulcer and infection at the implant site. Subsequently, the patient was administered antibiotics (date and type not reported).